Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufactured between december 18, 2019 to december 19, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: no. (B)(6). Initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered in the dispensing room prior to patient use. The product was replaced with a new product to continue with treatment. There was no patient involvement. No additional information is available.